Event description:
It was reported that the health care professional (hcp) called with concerns about oversensing and requested technical services (ts) to review this pacemaker device presenting electrogram (egm). Upon review, ts confirmed that the egm showed a loss in atrioventricular (av) synchrony after a true premature ventricular contraction (pvc) beat which led to the device oversensing the farfield signals from the right ventricular (rv) channel. Ts discussed device programming optimization with the hcp. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the health care professional (hcp) called with concerns about oversensing and requested technical services (ts) to review this pacemaker device presenting electrogram (egm). Upon review, ts confirmed that the egm showed a loss in atrioventricular (av) synchrony after a true premature ventricular contraction (pvc) beat which led to the device oversensing the farfield signals from the right ventricular (rv) channel. Ts discussed device programming optimization with the hcp. No adverse patient effects were reported. The device remains in service. Subsequently, additional information was received that reported that this device was explanted and replaced with a new device. No additional adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) called with concerns about oversensing and requested technical services (ts) to review this pacemaker device presenting electrogram (egm). Upon review, ts confirmed that the egm showed a loss in atrioventricular (av) synchrony after a true premature ventricular contraction (pvc) beat which led to the device oversensing the farfield signals from the right ventricular (rv) channel. Ts discussed device programming optimization with the hcp. No adverse patient effects were reported. The device remains in service. Subsequently, additional information was received that reported that this device was explanted and replaced with a new device. No additional adverse patient effects were reported.